Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2014, during the pt's routine 2.5 year visit, the pt stated that he heard alarms only when he connected to the power module and was in bed at the time of the alarms. Low speed and pump off events were noted in the pt's event history. The pt did not recall doing anything different, and there was no change in the pt's weight. The vad coord. Looked at the pt's percutaneous lead and no external damaged was noted. On (B)(6) 2014, an x-ray of the external portion of the percutaneous lead was taken and revealed damage near the bend relief. On (B)(4) 2014, the manufacturer's tech svc evaluated the percutaneous lead and during the testing a broken green wire was found. During the testing, the pt stated that it felt like an electric shock. The distal end portion of the percutaneous lead was then replaced. The pt admitted that he dropped his system controller off of his bed two weeks prior.

Manufacturer narrative:
The pump remains in use supporting the patient. The replaced section of the percutaneous lead, approximately 5.5¿ long, was returned for analysis. The percutaneous lead was tested for electrical continuity in the condition that it was received and the green wire produced an open circuit. Examination of the lead revealed breakdown of the braided shield at the terminus of the bend relief. Visual inspection of the wires in that area revealed that the green wire was completely fractured approximately 2.5" from the metal connector. The green wire is one of the redundant wires supporting motor phase 1. The observed wire damage appeared to be the result of repetitive flexing. The remaining wires appeared unremarkable. If the exposed conductors of the green wire contacted the braided shield while operating on a tethered power source, the resulting short to ground would have caused the reported alarms and pump stops on the power module that were confirmed through the evaluation of log file. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The pump is still in use supporting the pt. However, the replaced portion of the percutaneous lead was returned to the manufacturer for eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.